Manufacturer narrative:
The device remains implanted at the moment. If there is any further relevant information on this case, a supplemental report will be filed.

Event description:
It was reported that this device declared a 1003 code indicative to voltage too low for remaining capacity. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction h6 field: device codes. "Noise, audible" code was included as it was missing from the initial report. B5 field: describe event or problem. Updated to include device beeping information. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device also emitted beeping tones as an expected device function. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects. The product was returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device also emitted beeping tones as an expected device function. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
Correction h6 field: device codes. "Noise, audible" code was included as it was missing from the initial report. B5 field: describe event or problem. Updated to include device beeping information. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.